Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on jan 2, 2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint device reveal that the plunger rod was fully advanced. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating an inadequate amount of ovd may have been used. The cartridge tip and cartridge tube was observed to be deformed; stress marks were observed on the cartridge tip but were in specification for a used device. The lens module, device assembly, plunger rod and plunger rod advancement were inspected revealing no issues. The lens was received coated in viscoelastic residue. The lens was cleaned revealing a scratch on the lens. The complaint issue "lens damage" was not identified during the product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications . No product deficiency or product malfunction could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Not applicable because no patient contact. . Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) was defective. It was noted to be "weirdly shaped after pushing". It was learned that upon setting up the iol in the cartridge / inserter before inserting the iol into the patient's eye, when the scrub person was setting the lens up to be handed over to the doctor for insertion, the doctor looked at the lens inside the inserter and noticed that the lens did not look "right". There was no patient contact. There was no incision enlargement, vitrectomy, sutures done. No other adverse event . No other information was provided.